Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Event description:
It was reported that the day after implant, dislodgement of the right ventricular (rv) lead was observed for which reoperation was required. It was reported that congenital anomaly of svc (superior vena cava) and hypertrophy of rv (right ventricle) have caused the lead to be pulled and led to dislodgment. Despite attempts of repositioning the lead in the reoperation, the lead was dislodged repeatedly after screwing in. The physician utilized a competitor stylet however the stylet did not go into the lumen. The lead was explanted and myocardial fibers were observed at the tip of the lead. The physician commented that they might be attached when the lead was first dislodged, or while the helix was extended/retracted repeatedly. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.